Manufacturer narrative:
The customer returned their glidescope avl video monitor, glidescope titanium video cable, and glidescope lopro t3 blade for evaluation. The technical service representative evaluated the returned system and was unable to duplicate the reported issue. The service technician connected the system together and let it run for 2 days, while periodically manipulating the cable. The image produced was stable and clear with good color rendition. The video monitor, video cable, and blade were returned to the customer for use. No further investigation is required. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope avl video monitor and glidescope lopro t3 blade, the image would turn to static green lines. The procedure was completed using another unspecified device. No delay in the procedure, harm to the patient, or user was reported. The facilities biomedical engineering department evaluated the unit after the procedure and was unable to duplicate the reported issue.